Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2012 patient was underwent a hysterectomy. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain (left lower quadrant)"), embedded device ("malposition of essure device location of device: uterine wall"), systemic lupus erythematosus ("lupus") and wound infection ("wound infection") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's past medical history included parity 2, delivery in 1988 and surgery (biopsy or excision of lymph node deep cervical node(s} (B)(6) 1996, excision, lesion, tendon sheath/joint capsule, hand finger- (B)(6) 2002, excision, tumor, soft tissue, or vascular malformation of hand of fingers , sub fascial- (B)(6) 2004, excision, lesion, tendon sheath/joint capsule, hand/finger- (B)(6) 2004, laparoscopic gastric bypass). Concurrent conditions included psoriatic arthritis, obesity, hypertension, gerd and insomnia. Family history included osteoarthritis (mother), hypertension (mother), diabetes (father) and psoriatic arthritis (brother). Concomitant products included meloxicam since 2001 for arthritis, pantoprazole (protonix) since 2001 for gerd, lisinopril since 2006 for hypertension, ustekinumab since (B)(6) 2013 for lupus erythematosus and thrombocytopenia as well as oxycocet (percocet) since 2012 and vicodin since 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain, embedded device, (seriousness criteria medically significant and intervention required), device expulsion ("malposition of essure device location of device: uterine wall") and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced hot flush ("hot flashes"), menopause ("menopause"), urinary tract infection ("urinary tract infection - post surgical") and alopecia ("hair loss"). In 2012, the patient experienced female sexual dysfunction ("apareunia"). In may 2013, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced wound infection (seriousness criterion medically significant), adnexa uteri cyst ("lobulated cyst in the left adnexa"), vulvovaginal dryness ("vaginal dryness") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with ibuprofen (motrin), paracetamol (tylenol), biotin, surgery (laparoscopic bilateral salpingectomy on (B)(6) 2011) and surgery (open hysterectomy and left oophorectomy performed on (B)(6) 2012). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, wound infection, urinary tract infection and alopecia had resolved and the embedded device, systemic lupus erythematosus, adnexa uteri cyst, device expulsion, abdominal pain, hot flush, menopause, vulvovaginal dryness, female sexual dysfunction and dyspareunia outcome was unknown. The reporter considered abdominal pain, adnexa uteri cyst, alopecia, device expulsion, dyspareunia, embedded device, female sexual dysfunction, hot flush, menopause, pelvic pain, systemic lupus erythematosus, urinary tract infection, vulvovaginal dryness and wound infection to be related to essure. The reporter commented: the essure placement itself was uneventful and a total of approximately five coil loops are visible on each side close to the procedure. The patient tolerated the procedure well. The plaintiff did not claim that essure worsened a previously existing injury/condition. Essure removal was performed on (B)(6) 2011 and (B)(6) 2012 by bilateral salpingectomy, and total hysterectomy (uterus and cervix removed). The surgery report on (B)(6) 2012 mentioned that the patient could have hydrosalpinx on left tube. She mentioned her pelvic pain recovered immediately after essure removal. Her infections and hair loss also recovered after 6 weeks and 1 year, respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Computerised tomogram - on (B)(6) 2011: device in uterine wall transabdominal and transvaginal pelvic ultrasound on (B)(6) 2011 - findings: the uterus is slightly enlarged and measures 10.1 x 4.3 x 5.s cm on abdominal imaging. There is a hypoechoic lesion in the lower uterine segment measuring 1.1 cm which appears to be a nabothian cyst, mildly complicated. Magnetic resonance imaging svh on (B)(6) 2011 - indication: multicystic mass versus multiple contiguous cysts in the left ovary. Comparison: CT from (B)(6) 2011 and ultrasound from (B)(6) 2011. Pathology note -(B)(6) 2011- pathological specimens endometrial al curettings, clinical history: patient is premenopausal women. She is status post essure sterilization, present with increased abdominal pain and slight scant elevation of ca-125 and ultrasound and MRI findings of a cystic area presumed to be left tube. She had control aerial pain as well. Her ultrasound also show fluid in endometrium. Therefore endometrium d and c will be performed concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, pelvic pain, dyspareunia, adnexa uteri cyst, embedded device, and wound infection most recent follow-up information incorporated above includes: on 21-feb-2018: plaintiff fact sheet and medical records received: the following events were added: hot flashes, menopause, vaginal dryness, infection-type: urinary tract - post surgical, apareunia (inability to have sexual intercourse), infection wound, autoimmune disorder type of disorder: lupus, malposition of essure device location of device: uterine wall, dyspareunia (painful sexual intercourse), pain, plaintiff did not undergo an essure confirmation test and lobulated cyst in the left adnexa. Information regarding essure removal was also reported. Lab results , concomitant medication, concomitant condition were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.